Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced pain and skin irritation at the implant site. The patient was treated with a three week course of oral antibiotics and a high dose steroid (date not reported) without improvements. The implanted device remains.

Manufacturer narrative:
Per the clinic, on (B)(6) 2015 the internal magnet was explanted. The device remains in-situ. This report is filed february 16, 2016. The implanted device remains.